Manufacturer narrative:
On 11-sep-2024, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium. During the procedure, blood leaked from the valve. The sheath was replaced. During the exchange, there was a lot of bubbles noticed. Blood leaked from the replacement as well. There was no visible damage to the vizigo sheaths. The amount of blood return was "a slow leak, not a drastic amount". The procedure continued without replacing the vizigo sheath again. No patient consequences were reported. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection evaluation and microscopic examination test of the returned device were performed following j&j medtech procedures. Visual analysis revealed that the hemostatic valve is placed in its original place and broken in the star section. A microscopic analysis was performed, and it was concluded that there was evidence of damage in the valve. Device history record was performed for the finished device number lot 60000389 and no internal action related to the complaint was found during the review. Since the hemostatic valve was found broken, this failure could be related to the blood leakage reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the valve condition could be related to the incorrect insertion of the dilator into the sheath causing the damage of the valve; however, this can not be conclusively determined. The sehath instructions for use (IFU) contain the following recommendations: use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Do not remove the dilator or catheter rapidly. Damage to the hemostatic valve may occur. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Biosense webster manufacturer's reference number (B)(4) has 2 reports: 1) manufacturer report number 2029046-2024-02813 for the other vizigo sheath. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium. During the procedure, blood leaked from the valve. The sheath was replaced. During the exchange, there was a lot of bubbles noticed. Blood leaked from the replacement as well. There was no visible damage to the vizigo sheaths. The amount of blood return was "a slow leak, not a drastic amount". The procedure continued without replacing the vizigo sheath again. No patient consequences were reported.